Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited high impedance and high threshold, despite being placed in several locations for testing. The passive fixation rv lead was removed and the physician elected to implant an active fixation rv lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).